Event description:
It was reported that during a splenectomy, during the first and second reloads, the device was fired and there were malformed staples with bleeding. The bleeding was controlled with the surgeon's hand and another device was fired to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.